Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 500 mg/dl at the time of the event. The customer's mother stated that delivered boluses are not being recorded in the insulin pump's history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.